Event description:
The customer reported that an error occurred with regard to the rem function to the return electrode.

Manufacturer narrative:
(B)(4). One used forcefx-8c generator was received for evaluation. The reported condition was confirmed. The investigation found that the rem test for a single pad failed. The cause of the rem failure was isolated to a broken switch within the rem adapter assembly; but the root cause of this damage could not be determined. This switch is used by the generator to determine which style of return electrode is being used (split or single pad). The generator recognized only the single pad and not the split pad; therefore, the rem feature of the generator was not functioning correctly. The rem adapter assembly was replaced and the generator functioned normally.